Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing dizziness. The following day, an electrogram showed loss of capture. The lead was subsequently confirmed to be dislodged and was repositioned. The left ventricular lead output was programmed higher, from 5.5 to 6 v, 1 ms.